Event description:
Related to MFR report # 2183959-2012-02498. It was reported that subsequent to the implantation of an aus device and during the concomitant implant of a penile prosthesis reservoir, a main artery was perforated. The balloon and pump were removed and the cuff was left in place to avoid further extension of surgery time. The artery was repaired and the pt was given a blood transfusion. Attempts to obtain additional info have been unsuccessful - pt outcome and repair details were not provided.

Manufacturer narrative:
Balloon catalog #72400024, serial (B)(4), exp 07/01/2017. The analysis results indicate the device performed within specifications. Should additional info become available regarding this event, it will be re-evaluated and a f/u report will be sent.